Event description:
The surgeon performed a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio) on (B)(6) 2012. After the case, the surgeon observed that the inclination of the acetabular cup on the post-operative x-rays appeared to depart from the planned value. There was no indication during the case that the system was inaccurate at any time.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regard to this event. The case session file was reviewed and indicated that measured inclination and version of the acetabular cup were achieved according to plan. Analysis of the post-operative x-rays, however, correlate with the surgeon's assessment, and are inconsistent with the intraoperative values. The initial event report stated that the patient had a thin medial acetabular wall, which required a bone graft, but still did not provide as much coverage of the cup as is typical. Therefore, the cause of the event is likely poor overall implant planning, which prevented full support of the implant and post-operative movement.